Manufacturer narrative:
Patient information: patient identifier whole number is (B)(6). This report is being filed on an international product, list number 2k91-28 that has a similar product distributed in the us, list number 2k91-29.

Event description:
The customer observed a falsely elevated ca19-9 result when using the architect ca 19-9xr reagents. The following data was provided (u/ml). Pt identifier: (B)(6). (Tested (B)(6) 2016) initial 416.70, repeat 0.07. No impact to patient management was reported.